Event description:
(B)(6) 2014 a (B)(6) female pt received artz dispo in her knee for gonarthrosis. (B)(6) 2014 in the morning, she felt pain and went to the clinic. She was referred to a hospital. She was diagnosed with pyogenic arthritis at the hospital. (B)(6) 2014, she is going to be admitted to the hospital. She plans to undergo surgery on (B)(6) 2014.

Manufacturer narrative:
We are now investigating the hospital where the pt was admitted. There were no problems in the specification test results before the release and the records of manufacturing process for possible batches (either one of lot 4gd16p or 4gd14p), which were identified from the delivery records. And also no deviation from the standard manufacturing process and environment. Furthermore, no adverse event has been reported form other facilities except for this case. It is difficult to think the product quality was related to the infection.